Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "on (B)(6) 2023, the patient was hospitalized for cholangiocarcinoma and had a PICC catheter inserted, and at 16:50 pm on the 17th, the catheter was found to leak out of the catheter during pre-filling." No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a leak in the shaft of the catheter towards the proximal end during infusion of fluid. No details of the damage causing the leak can be discerned from the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "on (B)(6) 2023, the patient was hospitalized for cholangiocarcinoma and had a PICC catheter inserted, and at 16:50 pm on the 17th, the catheter was found to leak out of the catheter during pre-filling." No other information was provided. It was reported this occurred with two devices. This report addresses the first device.